Event description:
Healthcare professional (hcp) reported that a patient in chin with juvéderm® volux¿ and came 1 week after "complaining or blurred vision in both eyes first then left eye with pain during movement of the eye". Hcp examined patient no ischemic signs in any area. Referred to ophthalmologist who started corticosteroids. Symptoms information not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.